Manufacturer narrative:
The complainant was contacted for additional information regarding this complaint, but no additional information was available. The application failure mode effects analysis (afmea) for swabcap® xt products was reviewed and found to contain acceptable risk assessments for potential choking hazard. Additional areas for the potential for choking were identified in other application steps. As a result, the afmea was revised to include the potential choking hazard assessments. A health hazard evaluation (hhe) was conducted to assess the overall risk regarding the reported issue. The evaluation concluded that the overall risk for the reported hazard in pediatric patients is low because there is more direct monitoring of pediatric patients with increased awareness of pediatric behavior. The overall risk in adult patients is also low because the swabcap® is more likely to be swallowed than to be aspirated and cause choking in adult patients. The medical evaluation in the hhe states that while the risk of a choking hazard is always present in the use of swabcap® in patients identified with higher risk, the awareness of nurses of the possibility is such that the risk is low. Given that the routine use of swabcap® provides improved disinfection and has been documented to reduce the incidence of blood stream infection by more than 50%, the advantages of swabcap® far outweigh the risks described above. Swabcap® xt is designed to prevent accidental removal with requirements for minimum axial removal force and removal torque. However, as with any catheter related products that are screwed on (i.e. The valve), there is an inherent risk that the component could be accidently disconnected or improperly connected. As a result, the instructions for use (IFU) for swabcap® xt products directs the end users to verify that the swabcap® has been twisted firmly onto the device and that the luer access valve is securely in place (step 6) after the correct application of the swabcap®. Detailed information as to how the subject swabcap® was installed is unknown. In this case, the patient was reportedly chewing on the IV line that contained the subject swabcap®. Therefore, the root cause for this incident is user error. In an abundance of caution, excelsior has decided to add information regarding potential choking hazard to the IFU for swabcap® products. Excelsior now considers this matter closed.

Event description:
Excelsior was notified that a pediatric patient was chewing on an IV line and the swabcap came off the line. The patient swallowed the swabcap and had to have the heimlich maneuver performed to dislodge the cap. The patient is ok and has no further complications resulting from the incident.

Manufacturer narrative:
A specific lot number of the complaint device was not provided in the report. As a result, production records and retention samples could not be evaluated for discrepancies that could have caused or contributed to the reported event, as it relates to the specific incident. To date, excelsior has not received the actual complaint device for evaluation. In addition, specific information regarding the application of the swabcap and details of the incident has not been provided to excelsior medical. As part of this investigation, excelsior will: 1. Contact the complainant to obtain relevant information to this incident; 2. Review its fmeas for assessments regarding choking incidents; 3. Conduct a health hazard evaluation assessing the risk of the report incident. Upon completion of the investigation, excelsior will submit a follow-up detailing the findings of this investigation.